Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result from an aliquot was 0.100 (<2) miu/ml with a data flag and was reported outside of the laboratory. The doctor questioned the result because he could "see the belly". When the same sample aliquot was repeated on another analyzer, the result was 42772 miu/ml with a data flag. This result was believed to be correct. The customer also ran a qualitative hcg test that turned positive immediately. The patient was not adversely affected. The reagent lot number was 25919903 with an expiration date of 30-sep-2018. The quality control results were acceptable. The field service representative could not find a cause. He checked all mechanical adjustments and water pressure. He ran precision testing which passed and the customer rans calibration and qc with all results within specifications.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.